Event description:
During the case the corecath device was stuck at the distal end of the bronchoscope and could not be removed. The surgeon was using an olympus t190 scope. The surgeon used an olympus t180 and the same corecath device to complete the case. (B)4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).